Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the various equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient presented with corneal ectasia and decreased vision in both eyes on (B)(6) 2015, 7 years and 4 months approximately after surgery. Original surgery was on (B)(6) 2008. It was stated that the patient experienced loss of best corrected visual acuity (bcva). The patient complained of blurred vision. Patient reported symptoms are disabling and interfering with daily activities. It was reported that patient had surgical intervention required of cross linking. Bcva from (B)(6) 2008: right eye pre-op 20/20 -3.50 x -.75 x 13, left eye pre-op 20/20 -2.75 x -.75 x 160. Bcva from (B)(6) 2015 right eye post-op 20/25. Left eye post-op 20/30.